Manufacturer narrative:
The reported event of x could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for MRI scan. Upon attempted to program the implantable cardioverter defibrillator in MRI setting, incorrect lead model was noted. The device was reprogrammed with correct information. Post MRI scan, the device was interrogated and revealed diagnostics anomaly of battery voltage. The device was re-interrogated and resumed normal functions.